Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The nozzle was deformed. The air/water channel was clogged by foreign material, causing unsmooth air/water feeding. Since the foreign material could not be removed, it was impossible to identify the foreign material. The objective lens was damaged and seriously scratched. The channel tube was leaking. The insertion section and light guide tube were wrinkled. The remote switch did not work. The electrical connector was corroded. The switch box and switch one (1) were discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, at reprocessing, the gastrointestinal videoscope had a deformed nozzle. The intended procedure was completed with the same scope with no surgical delay. The scope was used with the cv-170 video system center. No patient harm reported. The water supply status of the nozzle was checked during pre-use inspection and no abnormality was found. The nozzle did not clog during the procedure. The mh-946 injection tube was used for manual cleaning. No scratches were found on the mh-946 injection tube. The facility did not use an automated endoscope reprocessor (aer). The nozzle was replaced in (B)(6) 2021. During the evaluation of the device, it was noted the air/water channel was clogged by foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the air/water channel was clogged by foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.